Event description:
It was reported the patient presented for implant procedure. During surgery, the atrial leadless pacemaker (lp) was fixated and exhibited an unusual current of injury. The lp was repositioned and was unable to be released. There was difficulty redocking the lp for removal. The lp was removed and a different lp was implanted. There were no patient consequences.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. The reported events of a connection problem, a separation failure, and a use of device problem were not confirmed. The leadless pacemaker was returned for analysis. Visual inspection of the device found no anomaly on the outer or inner helix; the helix lengths were within specification. The inner diameter of the device docking button where the bullets on the tether interact was within specification. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity. Further analysis performed found no anomaly.